Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to depleted batteries due to use/user error. The main batteries and battery harness were replaced to correct this condition. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. Patient involvement is unknown. It is unknown if there was reported patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.